Manufacturer narrative:
(B)(4). Internal cross reference complaint (B)(4).

Event description:
The customer reported that the CT table would not move as expected. A philips field service engineer (fse) confirmed uncommanded motion did occur, but there was no harm to a pt, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the CT table would only move vertically in small increments of 1cm x 1cm. The fse confirmed that a field change order (fco) is being implemented this week to resolve the issue with mechanical failures on the CT table/pt support. This complaint is being reported since the issue occurred prior to the fco implementation.

Manufacturer narrative:
Initial MDR 1525965-2015-00046 was mailed to the FDA on march 4, 2015. (B)(4). On (B)(6) 2015, the customer, (B)(6) reported that the patient support would not move smoothly and that the movement was in 1cm x 1cm increments in the up/down direction. The customers stopped the motion using the buttons on the gantry control panel. There are no reports of any harm to a patient, operator or bystander due to this issue. After this event, the customers contacted the philips help desk to inform them of the event. The philips help desk dispatched a field service engineer (fse) to the site to investigate the issue. Another table motion issue had occurred on the same site on (B)(6) 2015, which is addressed by (B)(4). The fse arrived on site and evaluated the system. Upon evaluation of the system, the fse confirmed the incorrect patient support up/down movement and found "s_mc_device_couch_vertical_hw_fault" error in the log files. The fse then examined the system and determined that the event occurred due to potential problem with the vertical motor / brake assembly and stated that fco 72800625 was released as a resolution of this issue. The fse scheduled the implementation of the fco 72800625 at the site on (B)(6) 2015. The fse informed the customer that the fco was scheduled and the customers continued to use the system till the fco was implemented. On (B)(6) 2015, the fse implemented the fco 72800625 at the site to resolve the issue. A review of the service work orders (swo) at the site confirmed that there was no further incidents of the issue between (B)(6) 2015 and the date the fco was implemented. After implementation of the fco, there were no further recurrences of this event at the site, the system is working as specified. The defective parts were discarded and not sent for engineering investigation. No log files/bug reports were provided. The customer reported that the CT table would not move as expected. A philips field service engineer (fse) confirmed uncommanded motion did occur, but there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the CT table would only move vertically in small increments of 1cm x 1cm. The fse confirmed that field change order (fco) 72800625 is being implemented this week to resolve the issue with mechanical failures on the CT table/patient support. This complaint is being reported since the issue occurred prior to the fco implementation. If mechanical failures related to fco 72800625 were to occur with the CT table/patient support, there is potential for uncommanded vertical motion of the patient support, which may result in injury. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering. Engineering confirmed that the "s_mc_device_couch_vertical_hw_fault" error is a warning error that comes up in the log files. There errors are background errors that would appear in the log files but would not stop the device from functioning. The fse implemented fco 72800625 to resolve the issue. The product safety committee binder (psc) cle14-020 includes information related the correction and removal documents for this issue including field safety notification (fsn 72800625) that was sent to the field on 20-nov-2014 informing the customer that a potential problem with the vertical motor / brake assembly on the patient support/ couch was discovered with a specific patient support / couch manufacturing lot, which may result in uncommanded vertical patient support /couch motion. The fsn further added that: if the customer experiences uncommanded vertical patient support/couch motion, to discontinue the use of the device and contact your local service provider. The personnel who prepare and operate the system with a patient are advised to be extra vigilant while the patient is on or near the patient support especially with intubated patients or similar patient situations until the system is corrected. Since there were no part returned from the field, a root cause of the issue could not be determined by engineering.